Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppms main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The subject device is not available for evaluation. He device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 19mm 11500a aortic valve was explanted after an implant duration of 1 years, 7 months due to patient prothesis mismatch and pannus. Patient presented in acute on chronic biventricular systolic heart failure. The explanted valve was replaced with a 23mm 11500a aortic valve. Per medical records, intraoperatively, upon inspection of the 19mm 11500a valve, there was significant pannus, and the valve was noted to be very incorporated into the annulus and anterior mitral leaflet. The valve was resected. The area was denuded, and prolene sutures were used to create a neo annulus. A partial myomectomy was performed to open the lvot. Surgeon proceeded to replace the mitral valve. Upon seating of a 31mm mitris, surgeon noted that it was too bulky for the patient small anatomy. The surgeon removed the mitris valve and downsized to a non-edwards valve. The aorto-mitral curtain was reconstructed, and the aortic valve was sized to a 23mm 11500a valve. The valve was sutured in place with good result. Surgeon also performed tricuspid valve repair with a non-edwards ring. Post-bypass, patient experienced coagulopathy that required blood transfusions, and bleeding subsided. Patient was transferred to the ICU in stable but guarded condition. On pod#1 patient returned to the or for placement of rvad ECMO due to cardiogenic shock, hypoxia, and right ventricular failure. Patient hospital stay was complicated by acute hypoxic respiratory failure requiring multiple bronchoscopies, percutaneous tracheostomy and endoscopic gastrostomy tube placement. Patient was discharged on pod#31. Per pathology, explanted aortic valve was noted to have benign fibro membranous tissue with degenerative changes. Gross description notes that there is no evidence of calcification or vegetation with minimal adherent soft tissue. This is a 78-year-old female patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.